Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device is not reported to be in patient use. During the evaluation of the device, at a third-party service center the device was visually inspected and found evidence of foam degradation. The device's motor blower, flow sensor and tubing kit need to be replaced to address the issue. Additionally, not related to the issue above, the device alarmed for an internal battery depleted alarm condition. The internal battery was charged to address the issue. A detachable battery alarm was observed. The detachable battery needs to be replaced. The device's rubber feet and 43 micron filter were missing and need replaced, and the handle o rings need replaced. The customer requested the device be returned unrepaired.